Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6)2026. Patient reported that infusion set cannula was bent which led to occlusion. The insertion site was upper buttocks. The infusion set was in use for three hours. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information is available.